Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have damage to the conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed; however, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection revealed no missing parts or any abnormally sharp or damaged components that could have contributed to the cable damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.